Event description:
Boston scientific received information that this patient received abdominal aortic aneurysm (aaa) repair via an ancure endograft system. The endograft was noted to have been followed by the implanting physician until recently. The patient's following physician noted during a recent office visit, that the patient had right external iliac artery stenting secondary to a pseudo-aneurysm five years post implant, however, when the implanting physician was contacted, there was no record of this procedure. The patient's wife noted that the patient's right limb occluded post implant and a rupture occurred, which occurred soon after the initial endograft implant. She notes that a stent was utilized to successfully repair the rupture. Upon further review of the office visit note from the following physician, the patient has a history of chronic renal failure, stable peripheral arterial disease and is non-ambulatory. The ancure endograft will be monitored yearly by the following physician. To date, no further adverse patient effects were reported.

Manufacturer narrative:
This endograft remains implanted. No additional information is available at this time. If additional information becomes available, this event will be updated.